Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record - the DHR documentation showed no abnormalities related to the reported failure. Mayfield skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure the unit would not have slipped. Evaluation found no device deficiencies that would have contributed to the reported complaint. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the skull clamp of the mayfield head holder (xxx-headrest) slipped while attempting to attach it to the cervical management system and while positioning the patient for posterior cervical procedure. The slippage caused laceration to the patient's scalp. There was no known delay in procedure. The patient is reported as currently stable.